Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to stay close. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) removed the back panel and observed that the drawer closed light emitting diode (led) was not indicating. Upon further inspection, the drawer was removed, and a missing magnet was identified. The latch was replaced, which resolved the issue and the drawer was then detected as closed. All connections were checked, debris was removed, and the hardware test application (hta) was successfully run to confirm functionality. The system functioned as intended after the field service engineer repaired the device.